Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced a red heart alarm. The family noticed that the power module¿s power symbol was amber instead of green in color. The pt did not report a loss of electricity to the home during the event. The log file showed a pump stoppage, though the pt was asymptomatic.

Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.